Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The customer reported that four different system messages displayed during three different procedures. The system was rebooted and the doctor was able to finish the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and confirmed five events in which one of the reported system messages displayed. He identified a sticking solenoid valve and replaced the fluidics module and the battery in the remote control. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).